Event description:
At 08:30 am rn assigned to patient added another alaris pump module to the existing 2 modules and "communication error" showed on all three modules and mail alaris pump guardrails brain. All the three modules and main brain pumps were inoperative and shut down. Patient had cardizem drip at 10mg/hr infusing in one module; potassium phosphate drip infusing in another module before a third module was added then all pumps had communication error on all modules and main brain and became inoperative/shutdown.